Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The customer was advised to reseat the guided tool change by pressing the clutch button. The reported complaint was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted prostatectomy simple to prostatectomy radical with lymphadenectomy surgical procedure, the 0-degree endoscope was installed onto the universal surgical manipulator (usm) and exhibited image orientation. The customer received phone assistance from the technical service engineer (tse). The customer was advised to reset the guided tool change by pressing the clutch button. The reported complaint was resolved. The customer noted that the reported complaint occurred after the 30-degree endoscope had been removed from the usm and the rotation movement had resistance. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was stated that the image flipped after installing the endoscope. The endoscope and endoscope¿s adapter/base were still attached, and no damage was observed. The issue was resolved by guide tool change was reset. The same endoscope was used to complete the procedure.